Event description:
A hemodialysis inpatient user facility has reported that during initiation of treatment, a blood leak occurred. Test strips were used and concluded positive blood leak. The machine alarmed blood leak detector. Estimated blood loss was 200cc. No adverse effects were reported. Medical intervention was not required. The pt did complete treatment. No sample are available for the MFR's eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.